Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the ipg can not communicate with the external devices. A sjm rep confirmed the issue. The pt did not have access to his external devices for some time and as a result had not recharged his ipg in over a year. Surgical intervention is pending to address this issue.